Manufacturer narrative:
Other health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that emergency pacing mode was inadvertently activated on the programmer, causing the patient's device settings to remain in this mode following the patient session. It was noted that the patient underwent a esophagogastroduodenoscopy on the date of the programming session. An appointment was scheduled to program the patient's device to appropriate settings. Programmer status is unknown. No patient complications have been reported as a result of this event.